Event description:
It was reported that low defibrillatory impedance was observed on the right ventricular (rv) lead. The rv lead is an advisory riata lead. The rv lead was explanted and replaced. The patient was stable.